Manufacturer narrative:
The vascade 6/7f vascular closure device was discarded by the user facility. The device was reported to have functioned as intended, with no difficulty during deployment and no identified device malfunction. No anticoagulation reversal was administered. The patient experienced a serious injury consisting of a femoral artery pseudoaneurysm and hematoma requiring surgical intervention. The event is a known complication of femoral arterial access procedures. This event was medically assessed by hamaonetics medical staff and it was determined that the relationship between the device and the reported event cannot be determined. The device was used according to the instructions for use and functioned as intended, with no identified malfunction. The event is a known complication of femoral arterial access procedures, particularly in anticoagulated patients, and alternative contributing factors were present. Per the vascade® vascular closure system (vascade vcs) 5f and 6/7f instructions for use pseudoaneurysm and hematoma are a complication that may occur and may be related to the endovascular procedure or the vascular closure.

Event description:
The patient underwent a diagnostic coronary catheterization using a vascade 6/7f vascular closure device. Anticoagulation was achieved with angiomax, administered as a 58.5 mg bolus followed by a 4.18 mg infusion during the procedure. Fluoroscopy was used to confirm appropriate positioning of the collagen plug prior to deployment. No procedural anomalies or immediate patient complications were noted. Post-procedure, while in the recovery room, the patient developed a symptomatic left groin hematoma. A femstop device was applied to the left femoral arterial (lfa) access site with 47 mm hg of pressure. Subsequently, the patient experienced clinical deterioration, prompting activation of a code blue. A CT scan identified a left femoral artery pseudoaneurysm. The patient was emergently transferred to the operating room for surgical intervention.

Manufacturer narrative:
This supplemetal report is being submitted to provide additional investigation details. Device history record (DHR) was reviewed, and the lot was manufactured according to approved procedures, meeting all specifications for release without any noted manufacturing deviations that could have contributed to the reported incident. A complaint trend analysis was performed on the reported defect and no spike has been identified in the last 3 months nor adverse trend identified in the last 12 months. No nce was identified for lot g580i250729a that could have contributed to the reported event. Without a sample or photos for evaluation, it is not possible to determine whether there was a manufacturing defect related to the device, and thus, a root cause cannot be determined.